Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the patient's site irritation. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient reported that after wearing the pod for longer than 48 hours on her abdomen she noticed her site was burning and there was redness only where the adhesive pad touches her skin. Her blood glucose was reading 250 mg/dl. She went to see her dermatologist who prescribed her cortisone cream for her site irritation.